Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 08-jul-2021. The most recent information was received on 20-jul-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('violent pain in the lower abdomen with the implant in place (physiological pain)') in a 37-year-old female patient who had essure (batch no. C35390) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("very painful periods"), heavy menstrual bleeding ("very significant periods"), vaginal discharge ("recurrent vaginal discharge analysed and unexplained"), arrhythmia ("diagnosis of arrhythmia") with balance disorder, dizziness, sudden visual loss, dyspnoea, discomfort and fatigue and extrasystoles ("extrasystoles also triggered at night, at any time"). The patient was treated with bisoprolol fumarate (bisoce). Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, heavy menstrual bleeding, vaginal discharge, arrhythmia and extrasystoles had not resolved. The reporter provided no causality assessment for arrhythmia, dysmenorrhoea, extrasystoles, heavy menstrual bleeding, pelvic pain and vaginal discharge with essure. The reporter commented: sudden loss of balance and vision, dizziness at any time of the day and shortness of breath> cardiologist consultation > diagnosis of arrhythmia > seeking treatment. Currently, arrhythmia installed, treatment since uninterrupted without the possibility of stopping or reducing, bisocé 3.75, with daily discomfort during exertion and in the event of slightly greater fatigue, obligation to slightly increase the dose from time to time. Impact on pressure. Subsequently the extrasystoles are also triggered at night, at any time and I had to test several treatments because I had reactions with several at the start before finding the right one. In addition, very painful and significant periods, 1 check of the implant following violent pain in the lower abdomen > implant still in place (physiological pain...) > pain still present (every day and without interruption) recurrent vaginal discharge analysed and unexplained. Diagnostic results (normal ranges are provided in parenthesis if available): scan - on an unknown date: implant still in place. Batch no: c35390, production date: 2014-03-13, and expiration date: 2017-03-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-jul-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('violent pain in the lower abdomen with the implant in place (physiological pain)') in a (B)(6) female patient who had essure (batch no. C35390) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), dysmenorrhoea ("very painful periods"), heavy menstrual bleeding ("very significant periods"), vaginal discharge ("recurrent vaginal discharge analysed and unexplained"), arrhythmia ("diagnosis of arrhythmia") with balance disorder, dizziness, blindness, dyspnoea, discomfort and fatigue and extrasystoles ("extrasystoles also triggered at night, at any time"). The patient was treated with bisoprolol. Essure treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, heavy menstrual bleeding, vaginal discharge, arrhythmia and extrasystoles had not resolved. The reporter provided no causality assessment for arrhythmia, dysmenorrhoea, extrasystoles, heavy menstrual bleeding, pelvic pain and vaginal discharge with essure. The reporter commented: sudden loss of balance and vision, dizziness at any time of the day and shortness of breath> cardiologist consultation > diagnosis of arrhythmia > seeking treatment. Currently, arrhythmia installed, treatment since uninterrupted without the possibility of stopping or reducing, bisocé 3.75, with daily discomfort during exertion and in the event of slightly greater fatigue, obligation to slightly increase the dose from time to time. Impact on pressure. Subsequently the extrasystoles are also triggered at night, at any time and I had to test several treatments because I had reactions with several at the start before finding the right one. In addition, very painful and significant periods, 1 check of the implant following violent pain in the lower abdomen > implant still in place (physiological pain...) > pain still present (every day and without interruption) recurrent vaginal discharge analysed and unexplained. Diagnostic results (normal ranges are provided in parenthesis if available): scan on an unknown date: implant still in place. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.